Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this issue occurred when the site powered on the system. There was no reported delay to the procedure. There was no reported impact to the patient.

Manufacturer narrative:
Additional information in b5. H3, h6: the computer, lot number: 2051f00082, was returned to the manufacturer for analysis. The computer passed a burn-in testing with the exception of 3.5mm sound test within burn-in test. When os ssd is inserted an error occurs and fails to boot up with a watchdog soft lockup cpu error. Already reported codes b01, c13 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified that it actually happened in the storage area and not in the operating room (or).

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system was failing to boot and was displaying a watchdog error. Reboots were not successful. There was a patient present, but patient impact and delay information were not provided.

Manufacturer narrative:
This event occurred in canada, the system was serviced in the field by a medtronic representative. At the first power on, it booted to application launch screen after rebooting the system ended up with the reported issue. The rep replaced the computer which resolved the issue. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.